Manufacturer narrative:
Initial and final (B)(4) - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula kinked events, one each on (B)(6) 2024. Event occurred witihin three hours of insertion. Insertion site was at abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.